Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s inss had reached eos prematurely. The caller stated that the patient¿s healthcare provider (hcp) will not replace them because they do not think the patient is a candidate for anesthesia or surgery. The caller said that the devices did not last as long as they should have. One of the devices went bad ¿probably 6 months ago¿ and the other went bad ¿maybe 3 months ago.¿ the caller stated that they noticed the last couple of days the patient¿s head has been shaking a little so they gave them a little parkinson¿s medication. It was also reported that the patient¿s left hand is shaking a little, but is not pronounced. No complications or further complications were reported. [Refer to manufacturer report #3004209178-2017-13307 for details pertaining to the reportable related event.]